Event description:
Technician found bed at bed shop with sign on that says, 'brakes not holding'. After testing the bed, the tech found that casters were worn. He replaced both brake and brake/steer casters to resolve.